Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was not able to get any green lights on the telemetry portion during a manual transmission. Troubleshooting was done to no avail and the patient was referred to the clinic to rule out any telemetry issues with their implantable pulse generator (ipg). Follow up was done with the clinic and the health care professional could not disassociate the device from a telemetry issue. The monitor and device remain in use.  No patient complications have been reported as a result of this event.